Manufacturer narrative:
(B)(4). Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found to be in safety mode during an in-office device interrogation. It was noted that this patient did not received radiation therapy and there were no patient symptoms. Subsequently, this device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this product is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker device was found to be in safety mode during an in-office device interrogation. It was noted that this patient did not received radiation therapy and there were no patient symptoms. Subsequently, this device was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.